Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited intermittent image blackout and contaminated air water tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the intermittent blackout occurred due to faulty ultrasound plug unit. However, the most probable cause of contamination of air water tube could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.